Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(4) was used as a place holder based on the user facility¿s location and area code. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during blood draw foreign matter was discovered on needle with an unspecified bd needle. The following information was provided by the initial reporter: member went to have blood work done today and the needle had a black spot on by the point plated area. Member is wondering if this needle was safe to use. Addition information provided by customer: since this complaint was called in a few weeks after the actual incident, and it was the only one, I was not able to determine if it was a straight needle or butterfly that was used, therefore, I cannot provide a product or batch number. No samples or photos are available. I suspect the ¿black spot¿ that the patient saw, was the black triangle that denotes where to push the button for retraction."